Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The patient stated the skin under the sensor adhesive contained blisters. The patient was seen and evaluated by her physician; however, no treatment or prescription information was provided. No additional patient or event information is available.